Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a rebel sds with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure. Microscopic examination revealed that in the center of the stent, there was a row of struts that were flared and bent. The guide catheter used in the procedure was not returned for analysis. A 6f mach1 guide catheter was used for functional testing. Functional testing was attempted by loading the rebel catheter through the mach1 guide catheter; however, there was some resistance with the rebel catheter due to the stent damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08521. It was reported that stent damage occurred. The target lesion was 33mm long. After preparing the patient on the surgical table, a 20 x 4.50 rebel stent was selected for use to treat the lesion. However, while advancing the stent through the guide catheter, significant friction was met. The stent was removed from the catheter and was noted to have a bulge or deformation on the middle segment of the stent. The stent was exchanged with a 16 x 4.50 rebel stent. However, after threading the stent through the vascular access, the physician realized that predilation was required. While pulling back the stent catheter, significant friction was again met and several struts on the middle of the stent were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08521. It was reported that stent damage occurred. The target lesion was 33mm long. After preparing the patient on the surgical table, a 20 x 4.50 rebel stent was selected for use to treat the lesion. However, while advancing the stent through the guide catheter, significant friction was met. The stent was removed from the catheter and was noted to have a bulge or deformation on the middle segment of the stent. The stent was exchanged with a 16 x 4.50 rebel stent. However, after threading the stent through the vascular access, the physician realized that predilation was required. While pulling back the stent catheter, significant friction was again met and several struts on the middle of the stent were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.